Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer prior to use that cardiosave intra aortic balloon pump screen hinges are broken. There was no patient involvement and no injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2.corrected fields: h11.after further review, an emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1-initial reporter name. Updated fields: b4, d9, e1-event site email address, e2, e3, g1- contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, verified issue that customer reported. The display top and bottom bezel was replaced. Complete pm during the repair.

Event description:
N/a.